Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device could not be opened after application to tissue.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 11/21/2016. One used ls1500 ligasure device was received and evaluation of the sample confirmed the reported issue. Visual inspection of the device found the knife blade within the jaws was jammed against a staple and gauze, preventing the jaws from opening. The investigation found the issue to be due to misuse by the user, where the device was used to seal tissue that contained a staple and gauze. The instructions for use included with this product cautions users to avoid grasping objects such as staples, clips, or encapsulated sutures in the jaws of the instrument. A review of the device history records for this lot found no potentially contributing factors.